Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Same case as MFR report # 2134265-2009-00243. The procedure was being performed in preparation for eventual yttrium 90 therapy for treatment of liver cancer. It was noted that immediately prior to the procedure, the patient reported experiencing pain at the level of 8/10 on the pain scale. Access was obtained via the right femoral artery, below the inguinal ligament. Another manufacturer's 0.035 guide wire and an unspecified 4fr. Vascular sheath were placed. An unspecified 3fr./4fr. Guide catheter was advanced to the superior mesenteric artery (sma) and connected to an unspecified pressure injector. Arteriography with delayed venous imaging was performed which revealed unremarkable branches of the sma and occlusion of the portal vein at the superior mesenteric vein (smv)/splenic vein confluence. It was noted that the portal vein occlusion was a new finding as compared with CT imaging performed approximately one month prior to the procedure which showed tumor invasion of the right main portal vein but a patent main portal vein. An unspecified angiographic catheter was advanced to the celiac artery followed by advancement into the splenic artery. Arteriography revealed a "very large" hypervascular mass located in the right hepatic lobe and occlusion of the splenic vein at the smv confluence, however, no definite lesions of the left hepatic lobe were identified. The angiographic catheter was then advanced to the gda and arteriographic imaging was performed, however, the result of this imaging is unknown. A renegade microcatheter was coaxially advanced through the 4fr. Angiographic catheter to the distal gda and its position was confirmed via fluoroscopic imaging. The physician deployed approximately 7 3mm, 4mm and 5mm matrix coils in the gda under fluoroscopic control. The physician noted slowing flow in the gda but side branch filling remained from the proximal gda. The 4mm x 15cm length interlock coil was advanced and deployed in the proximal gda, however, imaging revealed that side branch filling of the proximal gda remained. The 4mm x 8cm interlock coil was advanced to the proximal gda near the side-branch filling, however, the coil was unable to be advanced through the guide catheter, the coil was advanced beyond the distal tip of the guide catheter under fluoroscopic control and imaging revealed failure of the coil wire to separate from the end of the coil. The coil was slowly withdrawn into the microcatheter and the angiographic catheter was further advanced over the coil in an attempt to separate the coil from the deployment wire, however, this was unsuccessful. The coil was slowly withdrawn into the microcatheter for removal, however, fluoroscopic imaging noted that the proximal coils in the gda began to destabilize due to intermingling of the coils, therefore, this coil was re-advanced and withdrawn several times until the wire detached from the coil. At this time, it was noted that the 2 interlock coil had migrated into the most proximal gda at the confluence of the gda and common hepatic artery. Both coils were carried into the right hepatic artery by forward arterial flow. Imaging revealed that a dissection of the common hepatic artery extending to the level of the gda with slowing of flow in the right hepatic artery at the level of the coil migration had occurred an unspecified 8fr sheath was advanced to the celiac artery and imaging revealed continued slow flow through the area of the common hepatic artery dissection. In an effort to seal the dissection, an unspecified 0.035 hydrophilic guide wire, and an unspecified 4fr angiographic catheter were advanced beyond the dissection flap into the right hepatic artery through the dislodged coils. Imaging revealed that the catheter was intra-luminal beyond the coils. Another manufacturer's 6mm diameter x 4cm length stent was deployed across the dissection from the common hepatic artery into the proper hepatic artery with the landing zone of the stent below the origin of the left hepatic artery. Repeat imaging revealed the stent to be in good position with good flow across the stent. The stent was gently dilated with an unspecified 6mm balloon and repeat imaging revealed no further filling of the dissection flap. A tulip snare was advanced to independently remove each coil from the right hepatic artery under fluoroscopic control. Following coil removal, imaging revealed good flow through the stent with compromised flow into the right hepatic artery. At this point, the patient became agitated and somewhat combative, requiring restraint. An additional sedative was given with no result followed by narcan and romazicon with no definite improvement in the agitation. The physician contacted the hepatology service to help with management of the patient, removed all devices from the patient, applied another manufacturer's vascular closure device over the groin puncture site, and held hand compression for 20 minutes over the access site to complete the procedure. It was noted that the entire procedure took approximately 5 hours. Following the procedure, it was noted that the patient suffered transaminitis with a peak ast and alt up to 4300 and 1900, respectively. The patient's total bilirubin also continued to rise up to 4.9. In spite of 10mg of vitamin k being administered subcutaneously for four days, the patient also suffered an increasing inr to 2.2. Lactulose had been given at an unspecified time for treatment of what was thought to be hepatic encephalopathy. The patient was discharged to hospice care approximately 4 days post procedure with a principal diagnosis of ischemic liver damage. It was noted that the patient also suffered a worsening altered mental status which was thought to be secondary to the ischemic liver damage and hepatocellular carcinoma. Hypertension was also reported for which lopressor at 12.5 mg twice per day was prescribed. The patient was able to take some medications by mouth and was oriented to person and place but otherwise remained "somnolent and peaceful". Discharge instructions included aggressive palliation for treatment of end-stage disease with death expected within the following week. The patient expired 5 days post procedure.